Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device could not operate as it was being used outside of its intended use. There was no patient or user harm.

Event description:
After safety I assess the patient and I told to dr that ventilator tube is not long enough and this ventilator is mr conditional we can not keep it close to the magnet. Otherwise it will switch off with magnetic interference. Once room set then they all gone out of the room then I called them and said I am taking the patient in, you guys need to observe everything. Once table gone in centre position of head scan then ventilator stop working and I said don't get panic I am taking out table and then it will be fine.